Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse confirmed the error via the error log. Then, the customer ran quality control (qc) and patient samples for several hours while fse observed. No sorter errors occurred during the runs. Next, fse verified alignments, pressure switch settings, cup count inventory, replaced the sort board, and then cleaned and lubricated all the mechanical components. Fse returned the next day to replace the vacuum pump and verified device pressure switch settings. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were three similar complaints identified during the search period. The aia-2000 operator's; chapter8 - troubleshooting - error messages was reviewed. The 2204 sorter cup pickup failure: the aia-2000 operator's manual under chapter 8- troubleshooting indicates that the sorter cup pickup failure error message is generated when the cup hold sensor (pressure switch) fails to detect a cup during the cup pickup operation. If the problem persists when the operation is retried, the measurement result will be flagged (mf flag). The operator is instructed to ensure that the top face of the test cup is not dirty and that the seal is not deformed. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of the sort board.

Event description:
It was reported that the customer received "2204 sorter cup pickup failure" and "and 2151 hybrid arm pickup failure" errors on their aia-2000st analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One vacuum pump was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of the vacuum pump passed. The reported event was not duplicated. The most probable cause of the reported event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.